Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported the right ventricular lead had high ventricular rate episodes. Technical services noted an intermittent loss of capture. Intervention discussed but not made as of yet. There were no patient consequences.

Event description:
New information received notes that programming changes were made to address the issue.